Manufacturer narrative:
Additional information: d9: lens returned 16-feb-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent with residue/debris on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race:unk. Off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -16.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation and refractive suprise. The problem was resolved. The cause of the event is unknown.